Manufacturer narrative:
1. DHR/bhr review (lot#: 3052796): 1) this batch of products were assembled at intima ii auto line 3 in march 2023, and packaged at r240 package line in march 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and pictures have been received, and the defect status cannot be confirmed. 3. The retained sample of this batch is taken for the pinch clamp sealing test, and the test result is qualified. 4. When the extension tubing is not centered in the pinch clamp, the pinch clamp cannot be fully acted and lead to blood return. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As no defective sample returned, and the clamping state of pinch clamp is unknown, the root cause of the complaint defects cannot be determined.

Event description:
On (B)(6) 2023, the patient came to the hospital for treatment due to "[multiple injuries all over the body caused by a car accident for more than half an hour]". After completing relevant examinations, he was diagnosed with a comminuted fracture of the left clavicle; intracranial left parietal lobe hemorrhage; multiple ribs on the right side. Fracture. After the doctor admitted the patient to our hospital, he rested in a semi-recumbent position and gave him mannitol to reduce swelling, ketorolac tromethamine to relieve pain, tranexamic acid to stop bleeding, compound sodium lactate glucose rehydration, nutritional support, and prevention of complications and other symptomatic treatments. After the nurse used the indwelling needle to assist in infusion for about 2 hours, she flushed the tube with normal saline and clamped the intravenous indwelling needle pipe. After that, she found that the liquid stopper clamp was loose and blood was flowing back. She immediately replaced the indwelling needle with a new one without any discomfort.

Event description:
It was reported while using bd intima ii¿ IV catheter prn adapter the tubing clamp was loose. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient came to the hospital for treatment due to "[multiple injuries all over the body caused by a car accident for more than half an hour]". After completing relevant examinations, he was diagnosed with a comminuted fracture of the left clavicle; intracranial left parietal lobe hemorrhage; multiple ribs on the right side. Fracture. After the doctor admitted the patient to our hospital, he rested in a semi-recumbent position and gave him mannitol to reduce swelling, ketorolac tromethamine to relieve pain, tranexamic acid to stop bleeding, compound sodium lactate glucose rehydration, nutritional support, and prevention of complications and other symptomatic treatments. After the nurse used the indwelling needle to assist in infusion for about 2 hours, she flushed the tube with normal saline and clamped the intravenous indwelling needle pipe. After that, she found that the liquid stopper clamp was loose and blood was flowing back. She immediately replaced the indwelling needle with a new one without any discomfort.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.